Manufacturer narrative:
Unit had unresponsive bolus express button due to torn keypad overlay.

Event description:
Customer's step-mother reported via phone call that insulin pump had the belt clip was broken and the b button cover was missing. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.